Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics, motor, battery tube assembly and corroded keypad traces. No moisture damage on the vibrator assembly noted. All of the buttons functioned properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The father reported via phone call that the insulin pump was exposed to moisture. The customer stated the escape and act buttons did not work after the moisture exposure. The customer's blood glucose was 128 mg/dl. The father reported fluid under the lcd display on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.